Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had multiple episodes of non-sustained rv oversensing. The patient was asymptomatic. The egm signal appeared to be myopotential oversensing. Programming changes were made. The patient was doing fine.